Manufacturer narrative:
The device was returned to olympus and is currently pending investigation. This device will be sent to a third party laboratory for microbiological testing. A review of the instrument history shows that device was returned for service on march 30, 2016 for a reported leak issue; however, the device passed leak testing and an angulation issue was noted. The investigation indicated that the user facility sent the scope to a non-olympus third party vendor on may 24, 2016 for inspection and repair. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit to the facility has not been finalized. This report 3 of 3 is being submitted to account for device positive culture. Please cross reference the patient death and cross contamination on reports 1 and 2.

Event description:
Olympus was informed that a patient underwent an endobronchial ultrasound procedure and expired. It was reported that the patient began to experience respiratory symptoms on (B)(6) 2016 and was medically treated with antibiotics on (B)(6) 2016 for possible post obstructive pneumonia. The facility reported that although, the ebus scope was used during the procedure it is believed the patient¿s cause of death is likely attributed to cancer. This patient had no post procedure infection. Allegedly, on (B)(6) 2016, the scope began to intermittently test positive for enterobacter cloacae for a several week period after being reprocessed utilizing a medivators aer. The facility was reportedly performing scope cultures using the ¿ercp & linear eus scope surveillance¿ process they have in place. The scope was returned for service and reportedly continued to culture positive. The scope was removed from service and quarantined on may 16, 2016. This prompted the facility to conduct a retrospective investigation of the device usage from (B)(6)2016. The investigation identified a total of ten patients that would require notification even though there were no post patient infections or complication among these cases. In addition, the user facility reported that a general review of patient cases from (B)(6) 2015 identified two patients that shared similar enterobacter cloacae isolates as the scope. It was reported that patient had preexisting mrsa with an enterobacter cloacae infection and that ebus procedure performed on (B)(6) 2015 was to treat the patient¿s current condition. Reportedly the patient¿s lung tissue, left lower lung lobe fluid and tissue fluid cultured positive on the same day as the procedure. The patient remained hospitalized for two days and was then discharged to a skilled nursing facility on (B)(6) 2015. The user facility reports that on (B)(6) 2015, a second patient underwent an ebus procedure and allegedly the patient¿s biopsy was contaminated by the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the device culture results. The device was sent to an independent laboratory for microbial testing. The device tested positive for enterobacter species. The device was eto sterilized and then returned to olympus for evaluation. The biopsy channel was inspected with olympus boroscope and no signs of foreign substance, stain or foreign materials/objects were found inside the channel. Additionally, there were no signs of foreign stain or substance found on the insertion tube, bending section and distal end. The scope passed the leak test. The root cause of the reported event could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on an on-site visit conducted by an olympus endoscopy support specialist (ess). On november 03, 2016 the ess visited the user facility to provide an in-service on the bf-uc180f scope to the reprocessing staffs and clinical educator. The ess noted that the reprocessing staff was not using the suction cleaning adapter, and not performing the aspiration of detergent or rinse water during the manual cleaning process. The facility is using medivators scope buddy to flush detergent and rinse water through the scope instead. It was also noted that the facility was using the bw-16c cleaning wire, designed for the bf-uc160f-ol8 ebus scope, instead of the recommended bw-400b cleaning brush. Additionally, the ess was informed by the customer that the ebus scope involved in the complaint had been replaced with a new scope, and was no longer at the facility or part of the facility¿s equipment inventory. The facility staff uses a non-olympus repair organization (ims) for their instrument repairs. All other reprocessing steps were being performed as recommended. Part numbers and recommendations for changing to the single use bw-400b brush were provided to the customer, and the customer was informed that the bw-16c cleaning wire was not mentioned in the IFU for the bf-uc180f and therefore not validated for use. The ess trained the staff on pre-cleaning the ebus scope.